Manufacturer narrative:
A user facility reported, while product was in use, it broke in half. Product is a head positioning device, and while a patient was using the device it failed." Deroyal industries requested return of the device, however it was not available for return. Deroyal industries, inc. Reviewed work order for 44 cases of product and found no issues. A review of any corrective and preventive actions (capas) was conducted and no applicable capas were found. An inventory check was also performed on (B)(4) units of the head positioner and all were found to be within specification. The failure modes and effects analysis (fmea) was reviewed and no issues were found. A complaint to sales ratio was conducted from march 2023 to march 2025 and was found to be (B)(4). A supplier corrective action request (scar) was issued to the supplier and returned. The supplier conducted an inspection of the staging area, ild tester, and production line. Root cause: because the sample could not be returned and no issues were found in the production processes, the root cause was not able to be determined. Corrective and preventive actions: because no root cause could be determined, no corrective or preventive actions have taken place. However, the supplier did state that they will continue to hand check each head positioner, especially the critical areas, to continue to ensure conformity to specifications. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility reported, while product was in use, it broke in half. Product is a head positioning device, and while a patient was using the device it failed." Deroyal industries requested return of the device, however it was not available for return. A supplier corrective action request (scar) was sent to the supplier. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once additional information becomes available.

Event description:
A user facility reported, "while product was in use, it broke in half. Product is a head positioning device, and while a patient was using the device it failed."